Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode array was damaged prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a damaged electrode array. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a fold-over of the electrode during implant surgery. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.